Event description:
The patient stated she received an unclearable 04 (occlusion error) on her infusion device while attempting to bolus. She stated that her blood glucose was elevated to 471 mg/dl due to this. Her normal blood glucose range is 80-120 mg/dl. She stated that when her blood glucose is high she feels dizzy and has a dry mouth. She gave herself an insulin injection prior to the report. The patient was instructed to disconnect from her infusion site and to bolus. She received an error. She was then instructed to remove her infusion tubing from the infusion device and she was able to bolus without error. The patient was advised to attach a new infusion tubing and she was able to prime without error. Further attempts to contact the patient for follow up were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.